Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx sling on (B)(6) 2010. As reported by the patient's attorney, on (B)(6) 2010, the patient underwent a surgery for revision of the obtryx device due to vaginal erosion of the tot (transobturator tape). Boston scientific has been unable to obtain additional information regarding the event to date.